Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the reservoir will not allow the insulin to come out into the tubing. Customer stated she is testing the connection by manually pushing the plunger; customer has tried two infusion sets with the same reservoir. Blood glucose value is 219 mg/dl. Nothing further reported.